Event description:
Hill-rom has received a report alleging that the device may have contributed to the black floaters developing in a pt's eye during treatment. The report indicates that the pt's ophthalmologist diagnosed the pt with a vitreous tear. No malfunction of the device was alleged.